Event description:
It was reported that the customer experienced a low blood glucose reading displayed as "low."; specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed carbohydrates to address the low level. Technical support assisted the customer in updating their basal rate, correction factor, and carb ratio settings as desired and advised the customer to consult their healthcare provider whenever settings are updated. The customer acknowledged and understood the advice given.